Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02372. Related manufacturer reference number: 2938836-2019-02374. Related manufacturer reference number: 2938836-2019-02376. It was reported that the patient presented to the emergency department on (B)(6) 2018 post implant procedure with maculopapular non ¿ blanching itchy rash besides vasovagal syncope. According to the patient, the rash started on the right leg, abdomen, chest and lower back one day post implant procedure on (B)(6) 2018. Further, it was observed that the rash appeared around the incision three days post implant procedure. The cause was suspected to be due to an allergic drug reaction from sedation or pain medications. The patient was prescribed with medication and was discharged home the next day.